Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at quick release part of with an infusion set. Infusion set was used for 3 to 4 days. Blood glucose level was high at the time of the event. Patient changed the set and took bolus with pump. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.